Event description:
It was reported that after a diagnostic left heart catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, during suture retrieval, the suture could not be found in the device. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation; therefore, it was not possible to perform a thorough analysis on the product or determine what contributing factors might have caused the reported discrepancy. A specific mode of device failure was not reported in this case. A needle-to-cuff miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material record associated with this lot that were related to this incident. No manufacturing or quality deficiency was detected. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.